Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver 1000 ml of an unspecified solution, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of 120 ml of sodium ferric gluconate complex 250, at a rate of 20 ml/hr. At an unspecified time, it was reported that the primary solution container was hung lower than the secondary solution container and the delivery was started. At approx 1200, the customer contact reported that the nurse noted backflow of solution from the secondary solution container into the drip chamber of the primary tubing set. It was reported that the fluid level in the drip chamber of the primary tubing set increased to an unspecified volume. The customer contact reported that the tubing of the primary tubing set was clamped and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.